Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line, which was reproduced during evaluation. A review of the event history log identified constant air in line as air in line messages. The cause was determined to be the ultrasonic sensor was out of specification and could not be calibrated. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a constant air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.